Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported issue was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 10/12/2015 to the present date 11/9/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that when the device is connected, it turns all other devices off. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the device is connected, it turns all other devices off. No patient involvement is noted.